Event description:
It was reported that the device was used during an open bowel resection. It was reported by the rep that the tlc75 would not fire. The firing knob would not move forward. Another tlc75 was opened to complete the case. There was no pt consequence.